Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump to charge. The alert was successfully cleared and the pump charged as intended. Customer's blood glucose level was not impacted. Reportedly, the customer would continue to use the pump for insulin therapy.